Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). Device not returned. To date it has been reported that the device will not be returned. If the device or further details are received as a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What instruments were used in this procedure to handle the suture? How was the dehiscence managed? Please describe any medical/surgical intervention required for this suture event including dates and results. Please describe the appearance of the suture during the second procedure. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? How did the surgeon ¿strengthen anti infection¿? Did the patient have an infection? If yes, please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Was there any precipitating stress factor for the suture breakage? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?

Event description:
It was reported that a patient underwent a laparotomy for intestinal obstruction, intestinal perforation, and acute appendicitis with perforation on (B)(6) 2022 and suture was used. Prior to the procedure, the patient was admitted to the hospital on (B)(6) 2022 due to poor appetite, emaciation and fatigue for one month. On (B)(6) 2022 , the results of gastroscopic biopsy showed that esophageal poorly differentiated squamous cell carcinoma was not suitable for surgery in the late stage, and 150mg paclitaxel was given for chemotherapy. On (B)(6) 2022 , the patient was transferred to surgery due to abdominal pain. The patient underwent the laparotomy on (B)(6) 2022 under general anesthesia. During the procedure, suture was used and the patient returned to the ward safely after the operation. On (B)(6) 2022 , the third day after the operation, the abdominal incision was slightly edematous, and there was a little purulent exudate at the suture. The patient had post-op inflammation. And wound secretion. The doctor made a ward round and ordered us to strengthen anti infection, nutrition support and treatment, and strengthen dressing change. On (B)(6) 2022 the bowel sounds were normal, the abdomen was soft, there was slight tenderness but no rebound pain in the incision, a little light yellow drainage fluid was drained from the abdomen about 5ml, and there was a little exudate in the lower part of the incision. On (B)(6) 2022 , it was found that the suture of the lower part of the incision was split, and the small intestine was visible. On(B)(6) 2022 , abdominal wall debridement was performed under emergency epidural anesthesia with intermittent suture. On (B)(6) 2022 , the condition was stable and there was a little exudation in the incision. On (B)(6) 2022 , the patient's condition was stable, and he was transferred to the local hospital for further treatment and follow-up. Additional information was requested.

Manufacturer narrative:
(B)(4); date sent to the FDA: 12/22/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the problem is caused by the patient's own complications, not the product issue. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What instruments were used in this procedure to handle the suture? How was the dehiscence managed? Please describe any medical/surgical intervention required for this suture event including dates and results. Please describe the appearance of the suture during the second procedure. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? How did the surgeon ¿strengthen anti infection¿? Did the patient have an infection? If yes, please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Was there any precipitating stress factor for the suture breakage? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?